Event description:
IV pump powered down while infusing a critical drip (nicardipine). Plug/power source was tested and changed and not the root problem. Cord was changed; pump powered down 20 minutes later again.